Event description:
It was reported that during a peripheral stenting procedure, the stent partially deployed. The patient presented with a pancreatic tumor with biliary obstruction. The physician removed the 8fr biliary drainage tube and advanced the 10 x 94mm x 100cm wallstent-uni endoprosthesis with unistep plus delivery system to duodenal lumen. The physician attempted to deploy the wallstent, however, the distal 10% of the stent did not deploy. The physician did not attempt to reconstrain the wallstent. A balloon catheter was advanced and placed within the partially deployed stent in hopes of opening the stent, however, this attempt was unsuccessful. The physician successfully completed the procedure by placing a 10fr biliary drainage tube. No patient complications were noted and the patient's condition was reported as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the stent was received fully deployed. A visual and microscopic examination of the returned device revealed that the distal and proximal stent wires were uncrossed and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the device in not indicated for use in the pancreas. (B) (4)

Event description:
It was reported that during a peripheral stenting procedure, the stent partially deployed. The pt presented with a pancreatic tumor with biliary obstruction. The physician removed the 8fr biliary drainage tube and advance the 10 x 94mm x 100cm wallstent-uni endoprosthesis with unistep plus delivery system to duodenal lumen. The physician attempted to deploy the wallstent, however, the distal 10% of the stent did not deploy. The physician did not attempt to reconstrain the wallstent. A balloon catheter was advanced and placed within the partially deployed stent in hopes of opening the stent, however, this attempt was unsuccessful. The physician successfully completed the procedure by placing a 10fr biliary drainage tube. No pt complications were noted, and the pt's condition was reported as stable.